Event description:
Paramedics responded to a person described as in cardiac arrest. The device was connected to the patient with disposable defibrillation/ECG electrodes. According to the reporter, at some time during the code, when an attempt to administer external pacing was made, the device alarmed and would not pace the patient. A backup device was called for and used and the patient transported to the hospital. Patient outcome is unknown.